Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did not notice any external damage. The customers stated problem was confirmed, error code 41786 appeared at startup. The main board will was replaced to fix the problem. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported an error code 41786 0004. No patient injury was reported.